Event description:
Per additional information received, the patient hot experienced urinary retention, extruded vaginal permanent suture and granulation tissue at vaginal apex, persistent blood tinged discharge requiring surgery of examination under anesthesia, excision of extruded vaginal suture material, granulation tissue and exposed mesh, exposed sutures persisted, vaginal bleeding, cramping, left lateral vaginal wall and vaginal apex extruded mesh requiring surgery of examination tinder anesthesia and excision of extruded vaginal mesh, lower abdominal cramping, pink vaginal discharge, atrophic vaginitis and irritable bowel syndrome, no motivation, fatigue, feeling bad all the time, no sex drive, urinary tract infections, adhesions, bowel perforation, ulcerative colitis, diverticulitis, dyspareunia, recurrent ot chronic vaginal or bladder infections, recurrent vaginal pain, and fibromyalgia.

Manufacturer narrative:
H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
Per additional information received, the patient has experienced blood loss, extruded vaginal permanent suture, vaginal mesh, vaginal wall granulation tissue, scar tissue, and required additional surgical interventions.